Event description:
Surgeon using omniguide laser for removal of maxillary and right lip tumor. Changed settings on the omniguide laser console from 50 psi and 5 watts to 10 watts. Then changed setting to 15 watts. Noted burning smell during use. Omniguide laser immediately put on standby and disconnected.